Event description:
*Literature case* "constrained liner in posterior stabilized total knee replacement". Authors: wang xiaohua, et al. In this study there were 554 patients bearing genesis ii ps prosthesis. It was reported that after total knee arthroplasty, a patient presented varus deformity of approximately <15°, which was revised and treated using a constrained liner.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical medical investigation concluded that the data presented in the aged article from 2013, did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include patient anatomy or a procedural error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.